Manufacturer narrative:
The device was not returned for eval. Physical examination of the catheter was not possible; therefore, the root cause for the reported complaint could not be confirmed. Review of the device history records confirmed this lot met mfg requirements prior to shipment. (B)(4).

Event description:
It was reported there was leakage from the catheter handle.